Manufacturer narrative:
No patient information provided as no patient was involved in this concern.RMA issued. Replacement vertek arm shipped to site 07/15/2014. Medtronic investigation of returned suspect vertek arm finds that the lower joint is not releasing completely when the handle is loosened, but there are no stripped screws as reported. Malfunction - locked-up starburst end - directly caused event.

Event description:
A site representative, purchasing, reported an articulating arm that was damaged. The screw on the arm was stripped and the arm would not tighten down all the way. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.